Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp: would not inflate balloon is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the iabp was tested with a simulator and found to be working properly.

Event description:
It was reported that the intra-aortic balloon (iabp) did not pump properly. The problem happened during initiate of pumping during use on patient. As a result, the issue was resolved by restarting the intra-aortic balloon pump (iabp). There was no report of harm to the patient.

Manufacturer narrative:
(B)(4). Other remarks: the iabp was tested with a simulator and found to be working properly.

Event description:
It was reported that the intra-aortic balloon (iabp) did not pump properly. The problem happened during initiate of pumping during use on patient. As a result, the issue was resolved by restarting the intra-aortic balloon pump (iabp). There was no report of harm to the patient.